Event description:
It was reported upon opening of the lead package a small wire was observed protruding from the tip of the lead at the electrode end. The device was not used within the patient. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.